Event description:
It was reported that during training the patient experienced a low blood glucose event, with continuous glucose monitor and fingerstick values of 54 mg/dl and 53 mg/dl, respectively, and the patient did not perceive hypoglycemic symptoms; education was provided on pump management, alarms, meal announcements, charging, insulin supply, and backup methods, and the event was categorized as low and urgent low glucose with insufficient treatment. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included correction of hypoglycemia after administration of oral glucose with no hospitalization. Customer care provided clinical troubleshooting and user education regarding recognition and treatment of hypoglycemia and proper device use. Investigation of this case revealed user management and education needs, with the device operating and displaying rising trend after treatment; oral glucose was used as corrective action. It was concluded, based on previously established findings for similar reports, that user-related factors and need for reinforcement of hypoglycemia treatment steps were the most likely contributors.

Manufacturer narrative:
Initial.